Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being in the emergency room and needed assistance with the insulin pump. Customer was in the emergency room in new york but lives in tennessee where the new insulin pump would be delivered. Customer was advised to use a back up plan due to there not being a service provided in which agents can go help a customer in the hospital with their insulin pump. Insulin pump will not be returned for analysis.